Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) and product ID: nim4cpb1, serial/lot #: (B)(6). There is no clear information on what patient interface was used with reported console, follow-up is being performed. Supplemental report will be submitted once additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an acoustic neuroma procedure, the nim vital failed to identify the tympanic branch of the facial nerve, which was visually located. After swapping pi boxes and powering up a second nim vital, the stimulation was increased to 2.0 ma, but no emg response was recorded, extending the procedure by 30 minutes. Subsequently, a nim 3.0 was brought in, and without changing the electrode placement, the nerve was immediately identified using default settings. The default acoustic neuroma settings were used in nim vital, and although the stimulus delivery tone (¿tweedle¿) was produced, no emg response was recorded, suggesting the stimulus was either sub-threshold or filtered out. The threshold was set to 100, reached the point in the case where the nerve stimulation was their baseline retrieval. There was no patient injury.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.